Event description:
It was reported that the ilet user repeatedly used meal announcements as correction boluses throughout the, including multiple lunch and dinner entries without reporting issues and without subsequent hypoglycemia. No reported adverse physiological effects. Outcomes included user counseling and assignment to additional training. Investigation included review of device use data and user education. Investigation of this case revealed user error related to inappropriate use of meal announcements for correction, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error addressed through education and training.